Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The MDR aware date is (B)(6) 2008 the date baxter received information that an adverse event or medical device malfunction has occurred. The sample was requested and the sample received, evaluated and complaint confirmed. Clampex connector detached and clampex valve broken. The root cause was determined to be mishandling. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. (B)(4).

Event description:
A patient contacted baxter (B)(4) and reported that the spike of one unit of accusol was loose. The defect was observed in one unit before use. There was no patient involvement and there was no patient injury or medical intervention reported.